Event description:
C-1 bit broke off 2-3 cm from tip during surgery. Surgery was prolonged for an unspecified period of time. X-ray taken in room was clear. On f/u it was reported that there were no pt injuries but no add'l info was obtainable.